Manufacturer narrative:
Monitor sn (B)(4) was returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the pt death. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date: monitor: 02/02/2012. Electrode belt: 02/20/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was unconscious at the time of passing. Review of the download data, indicates the patient received one shocks in response to motion artifact and amplitude oversensing. It was reported that the patient's death was cardiac related and resuscitation efforts were not attempted. The patient was in asystole with cardiac activity motion artifact and amplitude oversensing at the of the treatment shock at 13:33:19. The patient's post shock rhythm was an idioventricular rhythm at 55 bpm. The response buttons were not pressed during the event. The patient passed away on (B)(6)2020 at approximately 2:00pm.